Manufacturer narrative:
The product insert / directions for use (dfu) states perfluoron must be completely removed from the eye and replaced with an appropriate vitreous substitute. Also the literature provides precautions to avoid inadvertent placement of perfluoron behind the retina during injection, the final fill level in the eye should always remain posterior to any large retinal breaks. Additionally, the literature states if perfluoron is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine for and remove any subretinal perfluoron through an existing posterior tear or through a posterior retinotomy prior to completion of surgery. No lot code was provided and no sample was returned so no further investigation could be performed at this time. Literature citation: hajime bando, toshihide ikeda, koji nakajima, takamasa minami, eriko nakatani, ryo lishi, tomohito tanaka, kosaku sawada, yoshihito oura, tatsuhiko sato and kazuyuki emi: analysis of cases with perfluorocarbon liquid remaining in eyes. Abstracts of the 34th annual meeting of the (B)(4) society of ophthalmology. (B)(4). This report was mailed to FDA on: 02/11/2011. (B)(4).

Event description:
Literature article reports: a (B)(6) year-old, male, underwent surgery for retinal detachment repair. A vitrectomy and silicone oil tamponade was performed and perfluoro-n-octane (pfo) was used. During the two-week postoperative exam the surgeon noted pfo residues under the retina, in two spots. The surgeon could not judge if there was patient harm due to the eye was filled with the silicone oil. Two months following the initial procedure the residual pfo was removed along with the silicone oil. This is the first of four medical device reports being filed for this literature report.